Event description:
Pursuant to info rec'd physician the pt was bilaterally implanted with breast implants. Subsequently, the physician noted "pain" in each of the pts breast. No add'l info regarding this occurrence the physician noted is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.